Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient experienced high blood glucose event due to a bent cannula on (B)(6) 2026. The high blood glucose event lasted approximately three to four hours. The patient received treatment with insulin pen. The set had been in use for one day. No further information is available.